Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture snapped while repairing an episiotomy following a low cephalic delivery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. No adverse events occurred. Please confirm if the device is available for product return. If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. There is no product to return please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Consultant surgeon - (B)(6). Additional information: the surgeon was closing the perineum with the w9962 suture. Once taking the bite with the suture and the needle was inside the patient, he noticed that the suture thread had detached from the needle itself. The needle itself had got lost inside the patient, this resulted in an additional hour in theatre and xray for the patient whilst they found the needle in the patient and retrieved it. When the needle was found, it was intact, the surgeon then used another suture to finish closing the wound as required. It was noticed that during the same procedure and the second suture used when knotting the material it did also snap. The department made the decision to remove the remaining sutures of the lot just in case and reported incidence to mhra. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.